Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed an overheating message due to a defective cooling fan in the power supply (power supply was defective). It was also noted that the bezel, media door, cord bay, left and right sliding rails, upper and lower bullets, and upper hinges were broken. The floppy drive was not working and was found to be defective. The stylus was missing. Due to the lack of a replacement part in inventory, the programmer was scrapped with customer approval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed an overheating message a few minutes after power-up. There was no patient involvement.